Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Evaluation determined issue to be attributed to an improper cleaning technique per a previous service request description provided by the customer. Customer reported that they were having intermittent issues with their spectrum pumps which they determined was caused by not adhering to baxter¿s recommendations for cleaning. The cleaning practices in the facility are causing residue build up and not allowing the pumps to work as expected. It also cannot be refuted that the reported problem did not happen on the field. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shut down unexpectedly and was unable to be restarted. It was reported that the patient was being infused with norepinephrine bitartrate/ vasoconstrictor via intravenous (IV) infusion to treat severe hypotension. During a computerized tomography (CT) scan the pump shutdown without notification and was unable to restart. It was further reported that the critical patient was on IV pressures on two separate IV pumps and then when restarted patient information was not saved and additional drug library was not present. There was no known patient injury or medical intervention associated with this event. No additional information is available.